Event description:
It was reported that 2 events with same issue, a sample and lot number was only available for one of these. 1st event was during the removal of the catheter; significant resistance was encountered when approximately 2 and one half inches remained to be withdrawn. The catheter became lodged inside the urethra. A ring had formed at the site of the balloon. That ring must had formed when the balloon was deflated just prior to removal. 2nd event was same issue with same foley model and size. The patient experienced severe pain in the penis upon catheter removal, accompanied by bleeding, followed by intense burning during urination for several voidings after removal. The customer had sample from this event. Lot number was ngkp4615.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.